Event description:
The customer alleges two sets of back to back results of: 222 vs. 105 mg/dl and 228 vs. 102 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.